Event description:
The customer's wife reported that the customer was hospitalized for high blood glucose levels. The wife didn't know the blood glucose reading or the cause of the event. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.